Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was reported that r wave amplitude variation was observed on the right ventricular (rv) lead. The helix of the rv lead failed to insert after attempted implant. A different rv lead was used and was successfully implanted. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported helix issue was confirmed. The lead was returned with the helix retracted, clogged with blood, and the inner coil over-torqued at the connector region. Over-torquing can result from multiple attempted revolutions of the helix mechanism, while the helix is clogged with/or contains blood.